Manufacturer narrative:
(B)(4). The device was manufactured on an unspecified date nov2010. Should additional relevant information become available, a follow-up will be submitted.

Event description:
It was reported that a patient passed away due to an unknown cause coincident with automated peritoneal dialysis (apd) therapy. Prior to death, the patient was in the hospital for an unreported reason. Prior to death, the patient was in a coma and in the intensive care unit. It was not reported whether the patient was connected to the homechoice at the time of death or if apd therapy was ongoing until the time of death. It was not reported if an autopsy was performed. No additional information is available at this time.

Manufacturer narrative:
(B)(4). Additional information: (device was manufactured in november 2010). The device was returned and an evaluation was performed to investigate the reported death. A device history record review and a service history review were performed and revealed no issues that could have caused or contributed to the reported event. The event history log was reviewed and revealed no programming, malfunction, or iipv events that could have caused or contributed to the patient passing away, but noted several unrelated alarms. A simulated therapy was completed with no issues noted. A visual inspection did not find anything related to the death. The device was determined to not meet specifications upon arrival for evaluation, but this was not related to the death and the device was repaired and passed all subsequent testing. Upon conclusion of the investigation, no malfunction, abnormalities or iipv events were identified that could have caused or contributed to the patient passing away. Should additional relevant information become available, a supplemental report will be submitted.